Event description:
It was reported that insulin gauge displayed amount different than expected earlier in the day, showing a fill estimate of 0 units when caller expected 50 units, with difference greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, declined email resources, and was instructed by technical support to call back for troubleshooting if another active fill estimate issue occurred, which caller acknowledged.